Manufacturer narrative:
System log review found no errors occurred during the procedure that could have caused or contributed to the event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that an elderly patient underwent ion procedure for biopsy of 3 lung nodules. Apixaban was held for 3 days prior to procedure. Bleeding was observed after the biopsy of the first nodule, which was controlled. Bleeding was seen after the biopsy of the second nodule and the procedure was terminated. In addition, the patient had bilateral pneumothoraces requiring chest tubes. One hour after the procedure, the patient had a cardiac arrest and despite resuscitative efforts, died. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data, the reported event was likely procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile for significant bleeding. A retrospectivestudy of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. Another large case series of 26,895 bronchoscopies with biopsies of any type reported any bleeding in 41.4% of cases but a severe bleeding rate of 1.47%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. These data reflect various definitions of any bleeding in the literature ranging from 0.72-41.4% with possibly more consistent definitions of more severe clinically significant bleeding ranging from 0.38-1.47%. The rate of deaths associated with bleeding would be some fraction of the reported bleeding rates and will thus be more rare than significant bleeding. A retrospective study of 20,986 bronchoscopies reported 4 total deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1death (0.01%). A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. For pneumothorax, one prospective multicenter registry study of bronchoscopic biopsies of peripheral lung lesions reported 10 pneumothoraces in 581cases reflecting a rate of 1.7%. Another prospective multicenter international study of navigational bronchoscopy in 1,215 subjects reported a total pneumothorax rate of 4.3% and a rate of 2.9% requiring hospitalization or intervention. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported a pneumothorax rate of 2.5%. A subsequent case series of ion robotic assisted bronchoscopies including 415 cases reported a pneumothorax rate of 3.1% with a total of 7 (1.7%) patients requiring a chest tube. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. Based on the available data the reported pneumothorax is a known and expected complication of the procedure. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary 1nodules. Jtcvs. 2023.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy, experienced significant bleeding during the procedure, and subsequently expired post-procedure. The physician reported that the patient had been hospitalized for three days before the procedure for an unspecified, unrelated issue. There was some concern pre-procedure regarding the patient¿s clotting studies. Anticoagulation therapy (eliquis) had been discontinued three days in advance. The physician reported that there was no device malfunction or unexpected behavior of the ion system. When the physician biopsied the first of the three target nodules in the right upper lobe, a significant amount of blood was observed coming out of the catheter. The physician withdrew the catheter, undocked the ion system, and used a standard bronchoscope to clear the bleeding. The ion system was then re-docked, and the second nodule was biopsied using forceps and a brush. During the biopsy, bleeding recurred and was managed with cold saline, epinephrine, and tranexamic acid. The procedure was then terminated without biopsy of the third nodule. Estimated blood loss exceeded 100 ml and one unit of packed red blood cells was transfused. Approximately one hour post-procedure, the patient experienced cardiac arrest and cardiopulmonary resuscitation was initiated. Per the physician, there was no time to do an x-ray; therefore, multiple chest tubes were empirically inserted. Initially, a chest tube was inserted into the right lobe area; when the patient did not improve, a second chest tube was placed in the right lower lobe area. The patient's condition remained unchanged, and a third chest tube was inserted into the left lung. There was no confirmation if the patient did have a pneumothorax. Resuscitation efforts were not successful and the patient expired.